Event description:
Penile implant product problem; leakage in chamber so that inflation would not occur; had to be removed and a new implant inserted. ***this implant which was just explanted was not implanted at this facility but according to the pt had been implanted in 1991 at a different hosp. There are no records available to facility regarding identification numbers or actual date of implant.